Event description:
It was reported from canada that during pre-surgery, it was observed that the motor device was not functioning properly. During in-house engineering evaluation, it was determined that the electrical pin was pushed back in the connector, causing intermittent stopping of the device. The event was not related to surgery. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device. An assessment was performed on the device which found that there was an electrical pin pushed back in the connector which was causing an intermittent stopping of the motor. Therefore, the reported condition was confirmed. It was determined that the pushed back pin was due to the connector body that was not aligned with the console properly and was forced in. The assignable root cause of the component damage was determined to be due to misuse, abuse and /or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.